Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of increased redness and swelling were noted. The physician believed that infection was procedure related, and also noted that there was some residual antibacterial sac from patients previous non-bsc implant which could have contributed. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7151780/7151784. Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 34570906.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 34570906. Correction to block h6.

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of increased pain, redness and swelling at the implantable pulse generator (ipg) site were noted. The physician believed that infection was procedure related, and also noted that there was some residual antibacterial sac from patient's previous non-bsc implant which could have contributed. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were kept by the medical facility.